Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the transmitter loses connection frequently. Additionally, it was reported "insulin delivery stops frequently.¿ customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.